Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that an injection gold probe hemostasis catheter was used during an esophagogastroduodenosopy procedure (patient age, gender and weight unknown).according to the complainant, the needle did not work. No other details are available.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.the device history record for the pertinent lot was reviewed; no anomalies were noted.product unavailable for analysis